Event description:
It was reported that a patient implanted with an impella cp experienced leaking from the purge sidearm. The supporting automated impella controller did not generated any alarms. The pump was explanted and replaced with a new impella cp.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 and h4 updated. The investigation is still ongoing.

Manufacturer narrative:
Additional information has been provided in h6. Reported absence of any purge-related alarms despite observed purge leak on ic8203 was not a console malfunction, as the console operated within specification and was able to maintain required pressure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H5 and h8 was erroneously entered on the initial manufacturer device report.